Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported his insulin pump had malfunctioned from exposing it to water for 2 hours. Customer's blood glucose was 120-130 mg/dl. The customer also stated he had reverted back to insulin injections. Troubleshooting found customer's insulin pump had unresponsive buttons and would frequently restart. Customer also stated the insulin pump had a blank display. Customer could not report any alarms because his display was blank. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No blank display noted. Unable to verify a no delivery alarm due to no button response. Insulin pump had moisture damage on electronics assembly, on motor, vibrator motor and battery tube assembly. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.